Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).

Event description:
It was reported that the swan-ganz catheter met resistance when being placed through the contamination shield, causing the balloon to break and the balloon particles to embolize. Additionally, it was reported that no cardiac output was provided. Unfortunately, the customer was unresponsive to multiple follow-up attempts to obtain patient demographics and clarify what type of diagnostics and/or interventions were performed to retrieve the balloon pieces, and if there was any patient injury or consequence resulting from the reported event. The customer reported that the suspect device was available for return.